Event description:
It was reported that a boston scientific device was implanted.according to the complainant, the patient experienced pain, suffering, emotional distress, disfigurement, and infections.all other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.